Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to "pain in perineal area". Additional information was received that patient was unable to sit due to pain where the pressure regulating balloon (prb) was implanted. No further patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to "pain in perineal area". Additional information was received that patient was unable to sit due to pain where the pressure regulating balloon (prb) was implanted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.